Event description:
It was reported that (2) devices was used during a laparoscopic colon. It was reported by the affiliate that the 512sd trocars gaskets are defective (torn). Another instrument was used to complete the case. There was no consequence to the pt.